Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that an alert was triggered for noise on the right ventricular lead with oversensing and short interval counts. Arm movement produced artifact once, but was not able to reproduce it repeatedly. During the revision procedure, the lead was tested and it "checked out ok" both through the analyzer and the device. The physician then considered that there could be an issue with the device connector. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.